Event description:
It was reported that upon opening the foley tray, it was discovered that the jelly had leaked.

Manufacturer narrative:
The reported event was confirmed cause unknown. The device had not meet the specification. The sample was evaluated and found that the jelly sachet was already open and torn. Visual inspection revealed traces of jelly lubricant inside the sachet. The tear appears to have resulted from peeling with external force or contact with a sharp object. However, the exact cause of how and when problem occurred could not be determined. A potential root cause for this failure mode could be, defective / torn / broken components (besides nipple leakage) that may generated at supplier site or during transit to bard. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon opening the foley tray, it was discovered that the jelly had leaked.

Manufacturer narrative:
(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.